Manufacturer narrative:
One endobronchial tube was returned for evaluation. Upon visual inspection, the device was noted to be damaged. It underwent functional testing by inflating using a syringe and submerged under water to test for leakage. A leak was observed coming out from the tube. A sample was taken from the production floor and cut the side of the tube with a sharp object. The cut in the tested sample looked similar to the cut in the returned sample. The reported customer complaint was confirmed, and the root causes were determined to either be the product became damaged after leaving (B)(6) facilities, or was not detected by production personnel. 32 samples reviewed during manufacturing process and leak tested under water. During this process, no discrepancies were found.

Event description:
Information was received that a smiths medical endotracheal tube had leaked air from the bronchial cuff. Immediately following, the product was replaced with a new one. The product was noted to have a crack in the inflation line connection part. No patient injury resulted.